Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that the 840 ventilator posted a compressor inop message and had a burning smell while in use on a patient. There was no patient harm or injured as a result of the event. Covidien customer support engineer (cse) inspected the device and replaced the compressor printed circuit board (pcb). The ventilator passed all testing.